Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and thin and restricted posterior leaflet for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. Post deployment, the second clip had single leaflet device attachment (slda) from the posterior leaflet. Additional mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.